Manufacturer narrative:
Result: missing scale module and damaged control panel.

Event description:
It was reported by service report that the scale would not zero, was indicating inaccurate weight, and its module was missing. No pt involvement or adverse consequences were reported.